Event description:
The initial reporter received a questionable roche diagnostics elecsys anti-tg result for one patient result tested on a cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. On (B)(6) 2022 at 4:51 pm, the initial result was 371.1 iu/ml. On (B)(6) 2022 at 1:28 pm, the first repeat result was 13.97 iu/ml. This repeat result was deemed correct and was reported to the patient. The second repeat result at 7:08 was 13.74 iu/ml. The reagent lot number is 574764 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The calibration signals were acceptable. The control values were all within ranges. A general reagent problem can be excluded because the provided qc and calibration data were within specifications. Several alarms were noted before the time period of the event, indicating a possible volume issue of the cells. The investigation is ongoing.

Manufacturer narrative:
Multiple alarms were noted before the time-point of the first measurement. This indicates an insufficient volume of the procell/cleancell solutions. The investigation determined that the issue was caused by an insufficient volume of procell solution being pipetted by the analyzer.